Event description:
It was reported that the patient is hearing steady tone at home and tone was also heard coming from the device while the patient was in the waiting room. It was also reported that there was no magnetic field present and patient alert events show no conditions met. The patient complained to the clinic about hearing alert tones every hour and wants them turned off. Therefore all patient alerts were programmed off. It was subsequently reported that the device is still toning despite all patient alerts being programmed off. It is believed the physician will explant the device due to inability to have no alerts and loss of confidence in device function. Detections are noted to be suspended when device tones. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient is hearing steady tone at home and tone was also heard coming from the device while the patient was in the waiting room. It was also reported that there was no magnetic field present and patient alert events show no conditions met. The patient complained to the clinic about hearing alert tones every hour and wants them turned off. Therefore, all patient alerts were programmed off. It was subsequently reported that the device is still toning despite all patient alerts being programmed off. It is believed the physician will explant the device due to inability to have no alerts and loss of confidence in device function. Detections are noted to be suspended when device tones. The device remains in use. It was later reported that the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.